Manufacturer narrative:
(B)(4).

Event description:
It was reported that fluoroscopy was performed and revealed the left ventricular lead had dislodged. The lead was capped and replaced. The patient was asymptomatic throughout the event and was in good condition post operation.